Event description:
During breast surgery, ligasure generator alternated between recognizing hand piece and not recognizing it. Handpiece sequestered for inspection. Surgery completed without complications.